Event description:
Intraoperatively, the harmonic ace began alerting "tighten assembly". The scrub tech tightened it with the key, but it did not resolve the problem. We were unable to use it and needed to open another to finish the procedure.